Manufacturer narrative:
Initial and final MDR 1876184- MDR 3003442380-2024-05073- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set fell off during use event on (B)(6)2024. The infusion set was in use for 2 days for all event. The blood glucose level was 230 mg/dl for first two event and high (specific values was unknown) for third event and the patint was treated with correction bolus via pump for all events.the patient replaced infusion set and resumed insulin successfully. No further information available.